Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2011. The patient manages her diabetes with lantus insulin (30 units at night). A month after the start of the alleged issue, the patient claims she felt symptoms of tired and felt "off balance." On (B)(6) 2012, the patient reportedly visited the emergency room (ER) and obtained a blood glucose result of "467 mg/dl" with the ER meter. A health care professional (hcp) administered the patient intravenous (IV) fluids as treatment. At the time of troubleshooting, the cca was not able to walk the patient through resolving the alleged issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention from a hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.